Event description:
On 10/12/06, it was reported to bsc that during an ercp (male paitent, age unknown), the tip of the guidewire broke off. The procedure was completed with another jag procursor. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine th relationship, this device and the cuase of this event.